Manufacturer narrative:
Please note the corrections made to the h6 clinical signs code, health impact code, results code, and conclusion code: the complaint was confirmed, since the information for evaluation matches the alleged failure. Medical profession reviewed the received information and noted: there is a radioluscence visible around the tibial component, also some cysts. Both findings would be consistent with a potential loosening of the implant. The pe cannot be assessed directly in the CT, however, there are no indirect signs of loosening in it. The talar component also shows radioluscence around the component and also some cysts. This would support the surgeons assumption, that there is loosening of both the tibial and the talar component. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. Based on investigation, the root cause was attributed to a patient factors issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for both tibial and talar components. It was reported that the tibial tray is loose.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for both tibial and talar components. It was reported that the tibial tray is loose.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.